Event description:
It was reported that abg ii modular needed to be revised due to corrosion and patient discomfort.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.

Manufacturer narrative:
It was confirmed that this event is a duplicate of MFR. Report # 2249697-2012-02784. Investigation results will be submitted under this report number.

Event description:
It was reported that abg ii modular needed to be revised due to corrosion and patient discomfort.